Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(6). Title, first name, last name, postal code : unknown, information not provided. (B)(4). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye in a secondary surgical procedure. There was a problem in the postoperative visual acuity observed at the post operative examination a week after the lens was implanted. Reportedly, another lens a model pcb00v was used as replacement for the patient. Visual acuity pre-operative: 0.15. Visual acuity post-operative: 0.5. The visual acuity after switching to pcb00v was 0.4×iol (0.8×iol+1.00×1.25_120 degrees). No other information provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 10/14/2019. Section h3. Device returned to manufacturer? Yes. Device evaluation: the return sample was received in a ziplock bag at the manufacturing site for evaluation. The iol was inspected using a 12x magnification microscope. It can be seen that there is a scratch on the edge of the optical part of the iol. Investigation of the return sample and the condition of the return sample does not suggest the scratch was introduced during manufacturing but most likely to make the explant possible. No further anomalies were found. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaint system revealed that no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text: placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.